Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was a little higher than normal.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental report will be submitted.